Event description:
It was reported that there was slight cannula discomfort and some tingling at the insertion site during use of this device. No patient injury was reported.

Manufacturer narrative:
Other, other text: e4: initial reporter also sent report to FDA is unknown. No information has been provided to date. No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed and found no discrepancies or abnormalities relevant to the complaint. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147.